Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured right in the middle. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.